Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several aborted therapies were observed due to noise. The noise was reproducible. During the explant the physician observed a portion of the conductor coming out of the insulation between the rv and the svc coils. The lead was capped and replaced.